Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an eye, nose and throat (ent) surgical procedure, it was observed that the motor device would not secure the attachments. There was a 30 minute delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the customers complaint that the motor would not secure attachments could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the nose tube pins were within specification but the motor was intermittently fluctuating from 79k-80k rpm's. It was determined that this was due to normal use and servicing over time. It was further determined that the flex circuit was split. It was determined that this was due to improper cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate